Manufacturer narrative:
Upon follow-up, it was reported that pd therapy was discontinued and a positive dechallenge occurred on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy fluid which occurred a day prior to the peritonitis diagnosis. The same day as the event onset, the patient was hospitalized and was treated with ceftazidime injection (1gm, ongoing) for peritonitis. Eight days after hospital admission, the patient was discharged from the hospital and was recovered from abdominal pain and cloudy fluid. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. It was reported that patient retraining was complete. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported that antibiotic treatment was discontinued and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.